Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: yesterday and today she has been experiencing high blood glucose (bg) levels in the 500 mg/dl (symptoms: vomiting, nausea, thirst and severe urination. She changed her site yesterday around 2:57 pm, again around 7:22 am, again around 10: 37 am. Today at 5:10 pm, bg was 360 mg/dl and by end of call she was down to 147 mg/dl. She contacted her health care provider (hcp) , who recommended she change sites, do a temporary basal for 3 hours today from 0.850 to 1.105 at around 2:55, told patient she has a lot of scar tissue on her abdomen and suggested back/hip area. Patient does not recall any bent cannula. Customer support (cs) reviewed pump with patient, but was not able to determine if the pump had emitted any loss prime alarms. Patient does not report hearing any alarms or feeling vibrations during the night. When looking at prime history,patient reported she changed her site yesterday, but there was no record of a prime or fill cannula on (B)(6). Patient already changed ifs and has received no loss of prime alarms after doing so. Cs educated patient to continue to monitor and ensured the alarm is set to high sound: patient has delivered many bolus since changing the site this morning, and has received .no loss of prime alarms. At end of call, bg was down to 147 mg/dl. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.